Event description:
I received silicone breast implants for breast reconstruction after breast cancer. Within two months I became very sick, fever, weight loss, extreme fatigue and was evaluated by pet/CT and found to have many areas in my body. My mediastinum was biopsied and was found to have noncaseating granulomatous disease sarcoidosis. Blood tests also showed very high serum ace blood levels 128 etc. I have been on steroids since that time to help control symptoms, but I am disabled. Reason for use: breast reconstruction.